Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after wearing a tampon overnight she went to the bathroom and upon wiping the string separated from the tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget on her own and went to the ER. She reported the doctor had difficulty removing the pledget stating that the doctor used the speculum, forceps, tongs and finally had to reach up inside her vaginal cavity to remove the pledget. After pledget was removed she experienced vaginal cramping and pain and took otc pain medication. She did not receive additional medical treatment and did not experience any adverse health effects.